Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer reported that insulin pump had no buttons respond. The customer reported that the frozen display recurred. The customer¿s blood glucose level was 189 mg/dl. The customer reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer reports they were able to clear the alarm. Customer stated insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly, frozen screen and error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.